Event description:
The complainant placed an impella cp for the support in a patient with acute myocardial infarction/cardiogenic shock. The pump was placed by the femoral access and done via single access with a 7 french companion. The pump was explanted the same day as implanted with positional issues and a gastrointestinal bleed. The impella cp was escalated to an impella 5.5. The patients outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.